Manufacturer narrative:
A customer located outside of the united states (ous) contacted the siemens customer care center (ccc) regarding an observation of discordant high-sensitivity troponin I (tnih) result on one pediatric patient sample when processed on the atellica im 1300 analyzer. Siemens evaluated the instrument data and the information provided by the customer. Quality control (qc) showed recovery within the acceptable ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, preanalytical variables were unable to be ruled out and a specific cause for the discordant results was unable to be determined. A product problem was not identified. No further action is required.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat & redrawn testing on alternate testing platforms when using reagent lot# 174110. Initial elevated result was obtained on one pediatric patient sample. This result was reported to the physician(s), who questioned the result. The sample was repeated on the original analyzer which recovered similar elevated result. The sample was then retested on an alternate non-siemens testing platform (alternate instrument 1), which recovered result lower than initial, but still above the instrument assay's reference range. A sample from different collection was tested on another alternate non-siemens platform (alternate instrument 2), which recovered results below the instrument assay's reference range. This repeat result was considered correct and reported to the physician. A sample from another collection was tested on another alternate non-siemens platform (alternate instrument 3), which too recovered results below instrument assay's reference range. There are no known reports of patient intervention or adverse health consequences due to the event.